Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user, as the water filter was failed to have been correctly replaced. Regarding oer-6 instructions, operation manual ¿chapter 7 section 3 replacing the water filter (maj-2317)¿, the water filter failed to have been correctly replaced. The replacement frequency in the subject facility is approximately every half a year by contrast to every 2 months of replacement frequency which was recommended in the instruction manual. It is further suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility. B5: related patient identifiers: (70). (B)(6).

Event description:
An olympus representative reported to olympus on behalf of the customer that the evis lucera elite colonovideoscope was cleaned in the oer-6, which could not drain the water sufficiently when replacing the water filter. It was also reported that the user facility did not replace the filter every month, and that the oer-6 had been operating for about half a year. The reported issue was found during reprocessing of the device. There were no reports of patient harm or impact associated with the reported event. This report is linked to patient identifier: (B)(6).